Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 300 to 500 mg/dl from the last three years. The customer was mentioned insulin pump had multiple pump error alarms and they were able to clear the alarms. Customer also stated that the insulin pump alarmed critical pump error alarm. The device will be returned for analysis.'